Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04733, 0001822565-2017-04735, 0001822565-2017-04736. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unknown head, unknown stem, unknown liner. Taheriazam, a. (2016). Bilateral total hip arthroplasty in femoral head avascular necrosis: functional outcomes and complications . International journal of medical research & health sciences.

Event description:
It was reported that a patient developed unilateral temporary peroneal nerve palsy, which resolved after three months. No revision reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.